Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 siebel (B)(4) (con): information was received from a consumer regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain, failed back surgery syndrome, and lumbar radiculopathy. It was reported the patient¿s pump malfunctioned and ruined the patient¿s life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.